Manufacturer narrative:
The product was not returned. A photo was provided of the lens laying in an opened glove. One haptic appears to be broken in the gusset area. Due to the quality of the photo, the presence of viscoelastic cannot be confirmed. All product and batch history records are quality reviewed prior to product release. Based on our observation of the attached photo, the haptic is broken. The provided photo shows the lens has been removed from the lens case and is laying in an opened glove. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, at the time of unpacking the intraocular lens (iol), it was found that haptic was broken. The patient was left aphakic and new iol was implanted after four days.